Event description:
It was reported to medtronic minimed that the customer experienced pump error 130. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test due to prime anomaly. P-cap was attached and locked into place properly. Pump was successfully downloaded using thump for history and trace files. Pump error 130 and pump error 82 and pump error 43 occurred on (B)(6) 2024 14:11--14:25 in history file. Pump was cut open to perform visual inspection and found moisture damage on the electronic stack and motor assemblies. The motor was tested outside the unit it failed due to priming anomaly. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, missing display window cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage. Pump error 130 is not confirmed. Prime anomaly is confirmed due to motor anomaly and occurring during testing. Pump error 82 and pump error 43 is confirmed due to being found in history file and motor anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.